Event description:
Revision of right knee components due to infection. This event report was received through clinical data collection activities.

Manufacturer narrative:
According to our records the device was manufactured to specification and met all acceptance/inspection criteria. The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.